Event description:
Related manufacturer reference number: 3006705815-2023-07238. It was reported the patient experienced a fall and the leads migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.